Manufacturer narrative:
A service order was completed by an ortho laboratory specialist and it was reported that the system did not provide the antibody screening results obtained with cell 2 of the red cell reagent since the assay column was disabled in test setup, and therefore was not processed. Discrepant negative antibody screening result for a patient. The root cause is associated with incorrect udp programming on the ortho vision max biovue analyzer that resulted in interpretation rules only assessing reactions stored at aks 2. No biased result was reported to the physician. The patient was not harmed.

Event description:
A customer complained after obtaining what was described as a discrepant antibody screening result using the ortho biovue system in conjunction with their ortho vision max biovue analyser. Complainant/complaint reporter: ms (B)(6) ¿ laboratory technician. Reported on: 29 august 2019 by ms (B)(6) to the orthocare helpdesk. Date of event: (B)(6) 2019. Software version: (B)(6). Patient information: sample ID (B)(6). Reagents: ortho biovue system reverse diluent cassette lot rdc055h expiry date 16 march 2020 selectogen lot s130 expiry date 03 september 2019. The customer reported that on (B)(6) 2019 they tested a patient sample (sample ID (B)(6)) for antibody screening using ortho biovue system reverse diluent cassette lot rdc055h and selectogen lot s130 in conjunction with their ortho vision max biovue analyser and that they had obtained a negative reaction with cell 1 and a positive reaction (3+ reaction strength) with cell 2 of the red cell reagent. The customer reported that the overall antibody screening result was negative, based on the antibody screening result obtained with cell 1 of the red cell reagent. The customer reported that no other test was affected. No further detail was provided. The customer said that no biased results were reported to a physician. The customer said that no patient was harmed.